Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a needle tip did not capture a cuff. A second and third proglide were used with the same results. Manual compression was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #2 proglide, lot #70066-6h is being filed under a separate manufacturer report number. Device #3 proglide, lot # 70066-6h, is being filed under a separate manufacturer report number.